Event description:
The device was used during a intestinal resection procedure. Reportedly, the instrument was missing staples. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.